Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test or verify low reservoir alarm due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected restart alarm error test, self-test, rewind test, displacement test, prime/compromised force sensor system test and excessive no delivery test. Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, missing end cap sticker, missing address/serial number label and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that chips in pump and damage on battery compartment. The customer¿s blood glucose level was 146 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.